Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat# unknown; 54e trident ii cluster primary shell; lot# unknown. Cat# accolade ii stem size 8 132°; lot# unknown. Cat# 36 +2.5 v40 biolox head; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
As reported: "patient's left hip was revised due to infection. Hip was revised to a restoration modular. This is the first revision of this hip." Spoke to rep, who provided a page of the primary operative report. All of the patient's hip components were revised. Rep confirmed that no further information will be released by the hospital or surgeon.